Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Additional devices used: infinity talar dome-33680031 - 1744214; infinity poly - 33681106 - 1740971. The device is not available for evaluation as it remains implanted in the patient therefore an evaluation of the device cannot be performed. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, based on available CT scans and medical expert assessment the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed there is radiolucence and cysts adjacent to the talar component visible. A loosening is likely. The tibial component looks inconspicuous. There are some adjacent osteophytes at the posterior joint coming from the tibia which may be the cause of complaints or reduced mobility. Also the described talocalcaneal fusion can be confirmed. Due to missing clinical information not much can be said regarding the underlying cause of the problem. The loosening is likely due to poor bone substance and thus a patient related factor. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure or the device in relation to cause of the failure. The underlying cause appears most likely to be patient related however due to insufficient clinical information more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial tray is subsidence.